Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose (bg) level was 370 mg/dl with trace ketones. It was indicated that the customer used insulin pens to address bg levels, and will continue using insulin pens as alternate insulin therapy.